Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a hole in the catheter was confirmed. The product returned for evaluation was two 4fr sl powerpicc catheters. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in unit 01 at the 12cm marker. No tears were observed in unit 02. Additionally, a leak test was performed on unit 02 and no leaks were identified. The catheter split in unit 01 contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported by customer that they saw a small hole 12.5cm down on the PICC. Had to get it replaced. Additional info received from customer: (10-aug-2023) event did not involve an urgent/life threatening medical situation. Hole found during patency test. Treatment delayed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that they saw a small hole 12.5cm down on the PICC. Had to get it replaced. Additional info received from customer: (B)(6) 2023) event did not involve an urgent/life threatening medical situation. Hole found during patency test. Treatment delayed.

Event description:
It was reported by customer that they saw a small hole 12.5cm down on the PICC. Had to get it replaced. Additional info received from customer: (10-aug-2023) event did not involve an urgent/life threatening medical situation. Hole found during patency test. Treatment delayed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.